Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Cts to replace insulin pump. Customer reverted to an alternative method of insulin therapy.